Manufacturer narrative:
The customer reported that they are having multiple telemetry units going into signal loss. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that they are having multiple telemetry units going into signal loss.

Manufacturer narrative:
Manufacturer narrative: the customer reported that they are having multiple telemetry units going into signal loss. The root cause of this issue could not be identified because the issue was corrected (by rebooting) at the time of follow-up. Trend analysis on all complaints will used to identify any escalation in reported issue. No further investigation possible. Based on the information provided at the time of the event assessment, there is no indication of patient injury or reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.